Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2020 was 61 mg/dl at 2:00:30 pm. Therefore, the complaint could not be confirmed. No data is observed around 5:10:30 pm to 9:20:00 pm as the user¿s sensor session expired. A tubing fill of size 14.9 units was observed on (B)(6) 2020 at 5:42:13 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 4:56:33 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. A review of the log indicates that the lowest bg reading on (B)(6) 2020 was 81 mg/dl at 11:55:29 pm. Blood glucose (bg) values from 40-52 mg/dl were recorded by continuous glucose monitor (cgm) from 12:25:30 am to 12:55:29 am on (B)(6) 2020, confirming the complaint. Cgm alert 1 (cgm low alert) enunciated at 12:25:30 am. On (B)(6) 2020, from 7:16:14 pm to 9:36:00, user made three (3) bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.